Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffered injuries and had excessive levels of chromium and cobalt. Update: (B)(6) 2013 - supplemental info received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update: 3(B)(6) 2014 - medical records received. Patient was revised to address discomfort, gray stained tissue, gray fluid collection, cup loosening, osteolysis, fibrotic tissue. Corrosion at the neck taper was found during revision. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.